Event description:
It was reported that the patient presented for an implantable cardiac monitor (icm) change procedure. During the procedure, it was noted that the header of the icm became detached while explanting. The icm was explanted and replaced. There was no consequences to the patient.

Event description:
It was reported that the patient presented for an implantable cardiac monitor (icm) change procedure. During the procedure, it was noted that the header of the icm became detached while explanting. The icm was explanted and replaced. There was no consequences to the patient.

Manufacturer narrative:
The reported event of detachment of device header was confirmed. Analysis found that the device was received with no telemetry and battery at end of life (eol) level. As received, visual inspection found that the header broken off from device can which is consistent with damage from the explant procedure. The implant duration exceeds the projected longevity indicating normal battery depletion.